Manufacturer narrative:
Section b4: corrected date of this report.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system working as designed and under the current configuration, it was not possible for quantities to be displayed in global find while blind count was enabled. A technical support specialist educated customer and suggested enhancement request. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, it did not provide the accurate quantity of that medication available in that machine, when nurses used global find with blind count enabled to search for a narcotic located on another machine. The customer stated that a slight delay in patient care occurred when issuing medication to the patient because the nursing team had to check multiple machines to determine the necessary quantity, but no patient harm reported. There were no adverse events or injuries reported based on this event.